Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing ups and battery resolved the issue. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the ups was functioning as expected. Ups passed all tests and no fault found. The battery was returned to the manufacturer for analysis. Analysis found that the battery was tested and provided power to the system for over 11 minutes when on battery back up. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that there was intermittent connection between main cart and camera cart. Representative stated that the system booted up and connected, system would show the boot up ip address on camera cart as if it was trying to connect and then lose connection and black screen, system was rebooted and it went into admin to self test which shoed lost connection to uninterruptible power supply (ups). Representative power cycled uninterruptible power supply (ups) and it would come up momentarily but then lose connection again. Representative reported that after trying to reboot system it would not power on. No patient present.